Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include nausea, vomiting, gastroparesis, low potassium, and infection. The patient was diagnosed with gastroparesis, elevated acid level, and leukocytosis. The patient was at risk of heart attack and increase levels of potassium. It was also reported that the pod fell off the infusion site (arm). The patient was treated with IV(intravenous), potassium, and antibiotics. The patient was prescribed metoclopramide (5 mg tablets, 1 tablet 4 times a day for 30 days). The patient was released the following day. The pod was not worn when seeking medical attention.